Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #11 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. An augmentation was performed at the time of surgery using nuoss 2.0 and an rcm6 membrane placed over the implants. The clinician states lack of osseointegration at the time of abutment placement. The implant was removed on (B)(6) 2013. Medical history: no significant findings.